Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ other-medical: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "removal due to suspected alcl", later healthcare professional reported "fibrous capsule with chronic nonspecific inflammation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). The event of ¿fibrous capsule with chronic nonspecific inflammation¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿fibrous capsule with chronic nonspecific inflammation¿. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed in rmf-chl-bi family (v15.0). Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time.

Event description:
Healthcare professional reported "replacement surgery due to suspected alcl". Per histopathology report "fibrous capsule with chronic nonspecific inflammation". Histopathological markers cd30+ and alk- have not been received. This record is for the right side. The device was explanted and replaced. Treatment: device removal and capsulectomy.